Event description:
Ous MDR. After this device was implanted for this pacemaker dependent patient, only a backup rate of 30 ppm from the external pacemaker was seen. The pacemaker was then interrogated and a clearly increased pacing threshold of over 3.0 v was measure. The existing lead was removed and a new lead placed. The new lead was connected to this pacemaker. Again, only the backup rate of 30 ppm from the external pacemaker was observed. This pacemaker was removed and a new on implanted. With the new pacemaker, proper functions were noted. After explant, this pacemaker was interrogated again, but no changes were seen.

Manufacturer narrative:
The pacemaker underwent a visual analysis upon receipt. Especially the connection system of the pacemaker was inspected. The screws as well the spring elements of the lead connections were flawless. A lead that was inserted for test purposes could be contacted easily, consistently and at low ohm measurements. The bore dimensions were within the range requested by the is-1 standard specifications. Then the pacemaker underwent a status interrogation and the memory content was evaluated. The evaluation of the memory content showed that the device had been functioning flawlessly. The ability of the device to deliver therapies was verified. The anti-bradycardia output signal corresponded to the programmed parameters and signal detection was flawless. Regarding its device function, the pacemaker showed regular behavior, conforming to specifications. A long-term pacing test was performed. The pacing function did not exhibit any anomalities. The device could be used for therapy without restrictions. In summary, the device is fully functional, and is regarding the connection and electronic system within specifications. The analysis did not reveal any deviations from the specifications that could have been in connection to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.